Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, an "increased rate of positivity for vibrio in pa counties with no risk factors" occurred. Some samples were repeated on the bd max and some remained vibrio positive and some turned negative. All samples were cultured and not all had viable vibrio isolated. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report should be canceled because it is a duplicate of the following reports: 1119779-2025-05109, 1119779-2025-05111, 1119779-2025-05110, 1119779-2025-05113, 1119779-2025-05112, 1119779-2025-05116, 1119779-2025-05115, 1119779-2025-05114, 1119779-2025-05117, 1119779-2025-05121, 1119779-2025-05118, 1119779-2025-05122, 1119779-2025-05119, 1119779-2025-05120.

Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, an "increased rate of positivity for vibrio in pa counties with no risk factors" occurred. Some samples were repeated on the bd max and some remained vibrio positive and some turned negative. All samples were cultured and not all had viable vibrio isolated. There was no report of patient impact.